Event description:
It was reported that this patient has received multiple inappropriate shocks due to oversensing of muscle noise with smaller signal amplitudes. The physician elected to de-activate the system at this time to prevent any additional inappropriate shocks. No additional adverse events were reported.